Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-00888. It was initially reported to boston scientific corp that two injection gold probes were used during an upper endoscopy with duodenal bleed procedure (event date is unk). According to the complainant, the needle did not extend out of the probe and an internal wire protruded out of the catheter near the handle. Another probe was used and the needle would not retract (3005099803-2009-00888). The procedure was completed with another injection gold probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; hypotube puncture of the working length of the device.

Manufacturer narrative:
Eval summary: the visual inspection during analysis revealed the hypotube protruded the catheter walls. A kink is present at 83 cm from the strain relief on the needle extension side. Noted are three puncture holes near the fracture site located at approx 83.5 cm, 84 cm, and 84.1 cm from the strain relief on the needle extension side. Scan electron microscope (sem) analysis revealed that the fracture site exhibited evidence of compression and tension that resulted in a collapsed oblong shaped tube. A reverse bending lip was also noted. The fracture surface exhibited rolled over material along with elongated dimple ruptures. No material anomalies were noted. The reported event is not confirmed as visual inspection of the returned device shows no protrusion of the wire from the catheter within 10 cm of the handle. However, the catheter is punctured by the hypotube at 83.5 cm from the device's handle in the working length of the device. The most probable root cause is attributed to operational context. The hypotube fracture which caused the protrusion of the catheter walls is a result of a reverse bending overload moment. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded for this lot.